Event description:
It is reported that the bone cement needed 12-13 minutes to harden.

Manufacturer narrative:
Eval summary: the components were stored at "room temperature", which is unk, and the room temperature at the time of use is reported at 25 degrees celsius. It is alleged that it took 12-13 minutes to harden. The cement and mixer were not returned for review. It is unk how long the cement components were exposed to the operating room environment; a short exposure to the 25 degree celsius room may not have allowed the components to reach the operating room temperature. It is not know that moisture level was in the operating room. There is insufficient info to perform a probable cause analysis. Eval: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.